Event description:
End user caregiver is stating that the hydraulic pump arm has broken off, stating a pin broke off. Patient was able to be returned to (B)(6), no harm to the patient.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.